Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user applied blood to strip before inserting strip into meter. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-3 error accompanied by symptoms. The customer is concerned with tests results from results obtained of e-3 and symptoms. The customer's expected fasting blood glucose test result range is unknown. The customer did report symptoms of having dry mouth, thirst and frequent urination. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test results of 268mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is (B)(6) 2017 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. The customer say she does not know what her expected blood results should be.